Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 16-feb-2022. The device evaluation was completed on 06-mar-2022. It was reported that during a persistent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. While the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was being prepped, the valve was prolapsed and would not advance anything through it. The valve was broken and nothing could be inserted. The sheath was not being used on the patient. The vizigo sheath was discovered defective before entering the patient body. The ¿bad sheath¿ was never inside the patient, so there was no patient consequence. A replacement sheath was requested. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub. Microscopic examination of the hemostatic valve surface showed evidence of stress marks on the outer diameter. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. Due to the conditions observed with the hemostatic valve, an internal corrective action has been opened to investigate the issue. A device history record (DHR) was performed for the finished device 00001737 number, and no internal action related to the complaint was found during the review. Based on the DHR, the h 4. Device manufacture date has been updated. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Event description:
It was reported that during a persistent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. While the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was being prepped, the valve was prolapsed and would not advance anything through it. The valve was broken and nothing could be inserted. The sheath was not being used on the patient. The vizigo sheath was discovered defective before entering the patient body. The ¿bad sheath¿ was never inside the patient, so there was no patient consequence. A replacement sheath was requested.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).